Event description:
On 2/nov/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.